Event description:
It was reported the customer received the following results, with two different guide meters, within 10 minutes: "hi" mg/dl, 460 mg/dl (system 1), and 161 mg/dl (system 2). The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The same test strip lot number was used for both meters and results. No adverse event reported. The product is not expected to be returned for evaluation.